Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the seals and the expiratory filter. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that after exiting the service mode, a ventilator's status screen displayed an alert message. There was no patient involvement.